Event description:
It was reported that a dissection occurred. An isleeve introducer was prepared and inserted into the right femoral artery with no issues. Balloon aortic valvuloplasty was performed followed by implantation of an acurate neo valve with no complications. After removing the isleeve a dissection in the vessel was noted. A balloon was used to treat the dissection. The patient status was fine.